Manufacturer narrative:
This report is submitted on june 25, 2019.

Event description:
Per the clinic, the device was re-positioned in (B)(6) 2018 (day unknown) because of poor sound quality. The device remains in-situ.